Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed. No patient complications were reported and the patient's status was stable.